Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the distal end of the driver was damaged and the anchor appeared to be damaged as well. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/28/2025, it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-2324bcc-2 suture anchor screw was damaged during threading. This occurred during use after drilling and tapping the bone, the 4.75 swivelock anchor was inserted and the screw was damaged during threading.